Event description:
On (B)(6) 2015- circumcision uneventful. Silver nitrate stick utilized for homeostasis at that site during the circumcision; no apparent injury. On (B)(6) 2015 - circumcision site open on ventral side. The ventral side at prepuce junction had extended exposing the urethra. On (B)(6) 2015 - urologist consulted. Interrupted sutures applied. Urethra catheter inserted.